Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on 23-jun-2006. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2006 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel hernia patch (device 1). Per operative notes, ¿through the right lower quadrant abdominal incision, the hernia sac from inguinal canal was ligated and sac was reduced. A kugel hernia patch (device 1) was placed between the peritoneal surface and inguinal floor. The fascia was closed and affixed in place with sutures.¿ (B)(6)2010 ¿ patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with partial removal of mesh (device 1) and implant of perfix plug (device 2). Per operative notes, ¿ a mesh (device 1) was seen at the tip of the hernia coming through the internal ring. The hernia sac was dissected back to and below the level of internal ring . The tissues adherent to the mesh (device 1) was reduced. The old mesh (device 1) protruding through the internal ring was trimmed somewhat and large perfix plug (device 2) was inserted through the internal ring and a synthetic onlay patch was placed at the opening and tacked down to the coopers ligament.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4(product catalog no., UDI, corporate lot no.), d.6b (date of explant), g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.